Event description:
It was reported that a spectrum iq pump failed the preventative maintenance volume test (two times) during programming/setup in the biomed service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. During functional testing, the customer reported that ¿failed the preventative maintenance volume test (two times)¿ was reproduced. The device was tested for flow rate accuracy and delivered with an error percentage of 6.7% which is over 5% specification. A review of the event history log revealed multiple occurrences of reported issues. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was determined to be pressure plate and m2/m3 springs out of adjustment. The pressure plate will be adjusted and m2/m3 springs will be replaced to address this issue. Should additional relevant information become available, a supplemental report will be submitted.